Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented via remote transmission, their device was found to be in backup vvi mode. The patient was brought in-clinic where the device was restored to normal function successfully.